Manufacturer narrative:
A medwatch report was rec'd on 06/16/06 from hosp. The hosp report indicates, it was only sent to cobe cardiovascular and not to FDA. It is attached to this report, along with its cover letter, for reference. Hosp, as of 06/27/06, has not made the scp system available to cobe cardiovascular for eval, neither at the hosp site nor by returning the equipment to cobe cardiovascular. Cobe plans to file a follow-up report if access to the equipment is granted such that an evaluation can be completed.